Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("location of pain - lower abdomen/pelvis, lower back, head") and abdominal pain lower ("lower abdominal pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included ibuprofen (motrin) since 2011 and panadiene co (tylenol #3) since 2011 for dyspareunia and pelvic pain female, butalbital from 2016 to 2017 for migraine and headache, naproxen from 2016 to 2018 for migraine, headache and pelvic pain female, midol [caffeine, mepyramine maleate, paracetamol] since 2011 and pamprin since 2011 for pelvic pain female, hydrocortisone (hydrocortison) for raised rash and metronidazole since 2014 for vaginal discharge. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 24 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") with rash and skin disorder. On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced rash papular ("rashes and bumps"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"), nausea ("nausea"), cystitis ("infection (bladder/ urinary tract/ vaginal)- type: bladder infection") and urinary tract infection ("infection (bladder/ urinary tract/ vaginal)- type: urinary tract infection"). On (B)(6) 2013, the patient experienced migraine ("migraines/ headaches") and headache ("location of pain - lower abdomen/pelvis, lower back, head / headaches"). On (B)(6) 2016, the patient experienced weight increased ("weight gain / loss (specify which one) gain"). In 2017, the patient experienced back pain ("lower back pain, even when not menstruating"). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping, even when not menstruating"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections") with vaginal discharge, pruritus ("itching") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (robotics hysterectomy - partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, nausea, allergy to metals, rash papular, headache, weight increased, female sexual dysfunction, cystitis and urinary tract infection outcome was unknown and the abdominal pain lower, dysmenorrhoea, abdominal pain, back pain, menorrhagia, menstrual disorder, dysgeusia, migraine, vaginal infection, dyspareunia, pruritus, alopecia, weight fluctuation and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, rash papular, urinary tract infection, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: there was 4 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Ultrasound scan vagina - in (B)(6) 2012: successful placement and tubal occlusion. Most recent follow-up information incorporated above includes: on 27-sep-2018: plaintiff fact sheet and medical record was received events added from pfs- apareunia (inability to have sexual intercourse), weight gain, bladder infection, urinary tract infection. And abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), headaches clubbed to previous events. Events onset date, concomitant drug, date of birth & reporter information were added. Essure implanted and explanted date were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.